Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient had their lap-band system removed due to patient "came to hospital with mild abdominal pain and nausea. Computed tomography (CT) scan confirmed internal hernia."

Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the returned lap-band with access port I, taper type ii, with and additional piece of tubing. The port tubing was separated at the taper-tubing junction. The band ring and shell were separated near the buckle. White particles were noted on the inner surface of the band shell. The band tubing was separated approximately 0.3 inches from the band collar. An air leak test was performed, and leakage was noted from the separation on the band ring and shell near the buckle. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. The additional piece of tubing was also tested, and no blockage was noted. Under microscopic analysis, non-penetrating nicks/marks were noted on the surface of the port housing near the port hole. Needle marks were noted on the outer surface of the port septum. Non-penetrating nicks/marks were noted on the surface of the port housing near the port septum. The end of the port tubing was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. The end of the band tubing was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Both ends of the additional piece of tubing were noted to have striated edges, consistent with damage from a surgical end cut to remove the device. White, red, and black particles were noted on the outer surface of the band ring and shell. Both ends of the separated portion of the band ring and shell were noted to have striated edges, consistent with damage from a surgical tool. The additional piece of band tubing was noted to be approximately 17.5 inches in length.